Event description:
It was reported that patient is unable to set ipg to MRI mode, patients leads have high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.